Manufacturer narrative:
A dräger field service engineer was dispatched who examined the device on-site. A problem with the pcb that controls the display unit and the user interface was identified. The part was replaced; the device passed all consecutive tests and was returned to use. The replaced board was subject to an in-depth testing in the manufacturer's lab but the error condition could not be duplicated; there was no hardware issue detected. Since there was no log file available that captures the period in question the mechanism of fault cannot be understood. An emc disturbance exceeding the device's immunity barriers would be an imaginable scenario but there is no proof for that since such issue usually leaves no "footprints" and does not cause permanent hardware malfunctions, typically.

Event description:
It was reported during a case the unit displayed a system failure. There was not patient injury. The patient was manually ventilated.